Event description:
A patient reported on (B)(6) 2016 stating that their implantable neurostimulator (ins) moved and then they had a revision surgery to move it from the back to the front. The patient initially stated that their ins was revised on (B)(6) 2016, but then stated that was the day they had a reprogramming session. The patient thought a new ins was implanted/revised in 2016, but seemed very confused. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.